Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 429688 implantable pacing lead - (B)(6) 2013; 693265 implantable tachy lead - (B)(6) 1999; 693752 implantable tachy lead - (B)(6) 1999. (B)(4).

Event description:
It was reported that the atrial lead had dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.